Event description:
The patient reported feeling a "flutter" sensation when walking up or down a particular stairway area that is marked with high voltage signs. Electromagnetic interference is assumed as the patient can replicate the sensation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.